Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 8/25/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 2 intraocular lenses (iols) were used for the right eye on the same patient. The physician implanted the zkb00 lens first, but the lens sac would not hold, so the surgeon removed the zkb00 iol. A vitrectomy was done. Then the surgeon tried implanting the zma00 lens and had the same issue. The zma00 iol was also removed from the right eye. The surgery was completed using a non-johnson & johnson replacement lens. The patient outcome was good. No other information was provided. This report captures the complaint on the suspect zkb00 lens. A separate report is submitted to capture report for suspect zma00 lens.